Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with an afx bifurcated and vela suprarenal in 2014. Patient presented in the emergency room on (B)(6) 2018 with a ruptured aneurysm and was in un-stable condition. The physician noted an endoleak type iiia with separation. The physician placed a non-endologix stent graft to try and repair the issues. Patient did not respond well to the procedure and expired the following day.

Event description:
N/a.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of ruptured aaa, type iiiia endoleak complete component separation complaints. The complaint is anatomy related due to the aortic remodeling. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported expired one day post the secondary endovascular procedure. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.